Manufacturer narrative:
H3: analysis found visually, there was contamination on the inside and outside diameters of the device. Under magnification, there were small voids in the blue electrode ink trace (underneath the adhesive) and red with white electrode trace pad. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 270 ohms (blue), 24 ohms (blue with white stripe), 47 ohms (red), and 34 ohms (red with white stripe) which blue electrode was out of specification and all other electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. Vocalis 1 failed the electrode check and also had excessive feedback during the noise test. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf annex codes b17, c20, d14 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was contamination on the inside and outside diameters of the device. Under magnification, there were small voids in the blue electrode ink trace (underneath the adhesive) and red with white electrode trace pad. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 27 ohms (blue), 24 ohms (blue with white stripe), 47 ohms (red), and 34 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. Vocalis 1 failed the electrode check and also had excessive feedback during the noise test. A review of the global complaint data showed one similar complaint about this lot number. H2: analysis summary was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op before intubation during checking, the doctor changed 3 different nim 3.0 machines but can¿t get the emg data. There was stim return value. There was no indicators that alerted the user. The electrode checks were passed. He changed emg tube to a new one and got the emg data and the procedure was completed. The patient status is reported as alive with no injury.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.